Event description:
It was reported, that the patient presented for a follow-up in clinic. A device interrogation revealed, high capture thresholds and r-wave amp variation on right ventricular (rv) lead. The patient was asymptomatic. The patient came back to clinic and a fluoroscopy examination determined, the rv lead was dislodged. The physician tried to reposition the rv lead, but the helix failed to retract at some point during the procedure. The rv lead was explanted. And a new rv lead was successfully implanted. The patient was stable throughout the procedure.